Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the abdomen and small red blisters were noticed on the abdomen during treatment. Reportedly, there was a snapping electrical sound from the treatment tip and multiple treatment tip and area temperature too hot error messages occurred. The treatment tip surface was inspected prior to use and nothing was noticed. The tip surface was re-inspected during the treatment and the tip was hot to the touch. The customer replaced the handpiece with a different type of handpiece and the treatment tip with a different type of tip and the new tip was also hot to the touch during treatment. Additional information has been requested but has not been received.

Manufacturer narrative:
An evaluation of the system indicated the system is operating to manufacturing specifications. An evaluation of the data cards indicated error messages were prompted during treatment to alert the operator of the treatment tip being too warm, the treatment tip temperature exceeded, failure to follow on-screen instructions, and rf noise. An error indicates a recoverable problem that requires operator intervention. If errors occur during treatment, the rf delivery is stopped and the system will display text instructions for the operator indicating what action may be required to resolve the issue. An evaluation of the two treatment tips indicated that there were no defects found. The tips'' surfaces and dielectric membranes are intact. An evaluation of the handpiece indicated the handpiece operation to be normal. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment. Based on the updated information received regarding the patient's outcome, it has been determined that this event was not a serious injury as no scarring or permanent damage occurred.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient applied aquaphor and ice to the blisters. In the physician's opinion, the blisters will heal without permanent scarring. The blisters have resolved completely.